Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the anchors potentially remain loose inside the patient.

Manufacturer narrative:
Alleged failure: at the time of passing the suture point the two peek were united and shoot in the first suture, so when the second is activated there is no peek. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be user unfamiliarity with device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported the anchors potentially remain loose inside the patient.